Event description:
Caller reported a malfunction on the pump while changing the cartridge. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, which resolved the issue without recurrence, allowing continued use of the pump. Customer was advised to monitor the device and contact support if the malfunction recurred.